Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported having problem with their wireless recharger connecting to their implantable neurostimulator (ins). They noted hearing two beeps, and two seconds later, the wireless recharger began continually beeping. Pt stated that they had already attempted the troubleshooting steps provided by their representative, but the issue was not resolved. Pt mentioned that they visited their doctor the other day for an appointment and demonstrated the issue they were experiencing. They were instructed to contact manufacturer representative (rep), and the representative advised them to call patient services to request a replacement after attempting some troubleshooting steps. Agent asked, pt denied recent fall or trauma. Pt confirmed that they just noticed this issue this week. Agent had pt reset the wireless recharger and close all the app; pt was able to connect to the app and the screen showed that their therapy was on. Pt stated that they could feel the stimulation when they have a fully charged battery. They added that their ins needs to be charged today or tomorrow. However, the wireless recharger kept disconnecting from the ins, indicating a poor connection. Pt confirmed that they were using a belt. During the call, the wireless recharger was able to connect to the ins with a good connection; however, after a few minutes, it would stop charging, and the wireless recharger would start beeping again. A replacement wireless recharger was sent out. No symptoms were reported. Caller reports patient received her recharging belt. Caller reports when patient is sitting upright, she gets excellent coupling, but when she leans back into the chair, coupling is lost or good coupling. Caller reports she can feel all 4 corns of the implant (ins). Caller reports she has interrogated the ins and log report shows patient is mostly in fair/good coupling. Caller reports coupling changes with movement. Redirect caller to patient's healthcare provider (hcp). Additional information was received from a consumer via a manufacturer representative (rep). They reported that the implant was explanted. They reported that the issue was a charging sensitive. They stated when the patient was charging, they got constant beeping when they sit back but was fine when patient was standing. The rep reported that the cause was that the implantable neurostimulator (ins) pocket was tilted. Additional information was received from the manufacturer representative (rep). The rep stated that the cause of the ins tilted was not determined and the cause of the event was not known. The rep stated that there was no external/environmental/patient factors that may have caused or contributed to the issue. The rep confirmed that the issue was resolved and the patient was scheduled for pocket revision and decided to go to non-rechargeable.